Event description:
Implant broke approx 8 mos post-op. A revision surgery was required to remove broken plate. Report states the pt was heavy and was weight bearing when surgeon advised against, in their visits. This device is used for treatment.